Event description:
In 2005 - a dental implant was placed in tooth location #30. Subsequently the patient was experiencing pain. Five days later - the implant was removed from the patient's mouth. About a month later - the clinician was contacted. He stated the implant was removed because of pain. The patient's pain dissolved after the implant was removed. The patient is fine and doing well.